Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient had an episode of ventricular tachycardia during impella 5.5 support. The pump was deemed to be too deep and was pulled back in response to the condition. As a result of the arrhythmia, the pump was scheduled for explantation the following morning. Patient is stable post explant.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.